Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The drain volume in question was not greater than 1.6 times the largest perscribed fill volume and, therefore, does not meet iipv criteria. The false positive was caused by a bypassed previous drain, resulting in the patient receiving a partial fill for this cycle. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012, 22:07:13. During night drain cycle five, the patient's ultrafiltration reading was 1548 ml, indicating the home patient (hp) drained 1548 ml more than their maximum programmed fill volume of 2000 ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.